Event description:
Chief technician reporting "blood leak" of a new, non-processed dialyzer. Leak was detected by dialysis machine. Complainant verified that extracorporeal circuit of blood was discarded per facility policy, estimated blood loss 265 ml. Due to the reported leak there were no adverse effects to the pt. Complete blood count drawn and hematocrit was monitored and stable. MDR filed due to the blood loss reported. According to complainant there were no other similar leaks of f8 dialyzers or this lot number. Actual sample has been saved for eval. Instructed to decontaminate prior to shipping.